Manufacturer narrative:
Article citation: ¿preliminary results supporting the bacterial hypothesis in red breast syndrome following postmastectomy acellular dermal matrix- and implant-based reconstructions.¿ author: danino michel a, m.d., ph.d., arij m. El khatib, m.d. Ophélie doucet lan dao johnny I. Efanov, m.d. Joseph s. Bou-merhi, m.d. Monica iliescu-nelea, ph.d.; plastic and reconstructive surgery, volume 144, number 6 (p 988e-992e); december 2019. The event of wound dehiscence is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: biofilm, wound dehiscence, and red breast syndrome.

Event description:
Journal article ¿preliminary results supporting the bacterial hypothesis in red breast syndrome following postmastectomy acellular dermal matrix- and implant-based reconstructions¿ reported patient who experienced right side ¿red breast syndrome,¿ biofilm, and possible wound dehiscence. Patient had history of breast reconstruction with concomitant use of acellular dermal matrix. Symptoms presented 9 days post implant. The device has been explanted. History of previous treatments with chemotherapy and radiotherapy were used.